Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the recorded basal deliveries did not match the expected regimen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the black box showed a pump reboot event on (B)(6) 2015 at 18:17. The pump was powered back on at (B)(6) 2015 at 19:26. Several manual time and date changes were observed in the black box leading the the basal total daily doses to appear to be inaccurate. The pump was exercised for 24 hours with a 1.0u/hour basal rate. At the end of testing, the basal history correctly showed 1.0u and the total daily dose showed 24.0u.